Event description:
It was reported that two of the buttons were not responding on the customer's insulin pump, which had hit concrete. The customer was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 115 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent up arrow button due to flattened dome switch. The insulin pump was received with cracked case at display window corners and with minor scratched liquid crystal display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.